Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem customer technical support it was discovered customer was overfilling cartridge and not removing residual air from the cartridge. Customer was educated regarding cartridge/insulin use. A new cartridge was loaded and customer resumed insulin therapy.

Manufacturer narrative:
Root cause: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin the tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.